Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: 5169326, lot: (B)(4).

Event description:
It was reported that five days after a dbs lead implant procedure, the patient experienced what appeared to be a seizure. The patient was admitted to the emergency department where a CT scan was taken, was treated for the seizure, and then released. The device remains implanted in the patient. The physician assessed the seizure was related to the surgery and not the device.